Manufacturer narrative:
Additional information was received on 11-sep-2019. Reportedly, the lens was too large. On (B)(6) 2019 the lens was explanted and replaced with a shorter length lens. The problem was resolved. Patient code 2692 no longer applicable due to additional info. Patient code 3191: secondary surgical intervention, explant. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13. 2 implantable collamer lens, - 11.00/+1.0/112 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The surgeon is planning to explant and exchange the lens for a smaller lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.